Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was cracked near the edge. The optical resolution is acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2010 and 02/04/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4)

Event description:
A technician from the surgical facility reported that an intraocular lens (iol) was exchanged due to the patient experiencing halos. The iol was replaced with a monofocal lens. The surgeon's technician reported the patient was unable to adapt to the multifocality of the iol and was experiencing poor distance and near vision. This patient had bilateral iol implant procedures. A yag laser treatment had been performed. An oct was performed and showed cystoid macular edema in the fellow eye, but none in this eye. The surgeon elected to treat both eyes with medications for edema. The technician reported the patient is now happy with his vision and is tolerating the multifocal/monofocal combination. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.